Manufacturer narrative:
Based on the available information, the evaluation confirmed the reported complaint. The sequence of events that may have occurred are as follows: there was friction observed during advancing and retracting of the delivery pusher. This may led to the breaking of 0.001" wire during retraction. The body coil stretched at the transition black pet section which led to the breaking of the lead wire and the black pet. The body coil eventually broke with continued force of retraction close to the laser weld. Reference (B)(4).

Event description:
It was reported from (B)(6) that during the treatment of an aneurysm at the vertebral artery, upon advancement of the coil, resistance was encountered. As the device was withdrawn, the delivery pusher was reported to break. The coil was removed with the catheter without incident. Additional coils were deployed successfully. No intervention was taken. The patient outcome was reported to be stable.